Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
.A patient reported "I had implants inserted a few years back , I started getting quite ill and had numerous tests done. The implants were finally removed and were found to be leaking. We have the doctors reports , particulars and lab results" it was later confirmed by the healthcare professional who reported "capsular contracture and discomfort. Fear of alcl clinical. Capsule sent for pathology which shows silicone leakage with inflammatory cell response."this record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "evidence of silicone leakage".

Event description:
Patient reported left side "evidence of silicone leakage" via biopsy report. The device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/07/2024. Additional, corrected and/or changed data: d.6a.

Event description:
Patient reported left side "evidence of silicone leakage" via biopsy report. The device was explanted.